Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/25/2017 with the following findings: the power issue and moisture ingress issues could not be duplicated or confirmed with investigation. No damage to the battery compartment was observed. The pump powered on with a blank screen and audible startup alerts. No moisture was observed on the pump¿s internal components.